Manufacturer narrative:
The manufacturer previously reported "the manufacturer received information alleging a malfunction involving a trilogy ev300 device, specifically repeated ventilator check errors associated with a pressure sensor mismatch. No medical intervention was reported, and the device was not indicated to be in clinical use at the time of the event." The device was serviced onsite by a field service engineer, and the customer¿s complaint was confirmed. During evaluation, event logs showed multiple "sensor mismatch" alarms. Inspection of the flow sensor and gas path found no debris or restriction. A suspected issue with the pressure sensors on the system pca (circuit board) was identified, and the system pca was replaced. The obm harness connector was also found to be damaged and was replaced. The blower was calibrated, blower hours registered, and the software was upgraded to version 1.06.15. Performance verification testing was conducted and passed using a workshop test battery and test fio2 sensor. In addition, as part of a 4-year preventive maintenance assessment, valve and battery evaluations were performed, indicating that detachable battery replacement was required; the customer was advised accordingly. The device was tested and passed all final testing. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.

Event description:
The manufacturer received information alleging a malfunction occurred on a trilogy ev300 device, specifically repeated vent check errors related to a pressure sensor mismatch. No medical intervention was specified, and the device was not reported to be in clinical use at the time of the allegation. Philips is currently investigating this complaint; the device has been received by a third-party service provider and is awaiting evaluation, and a supplemental report will be submitted as required